Event description:
Healthcare professional reported, via MRI report, left side "signs of collapse of the left internal capsule, which shows millimetric liquid-like images, hyperintense on t2 within the silicone." Device remains implanted.

Manufacturer narrative:
Initial reporter phone number : (B)(6). Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.